Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion, located in the moderately tortuous and moderately calcified right coronary artery (rca), was pre-dilated with 2.50 mm and 3.00 mm non-compliant balloons. A 3.00 x 48 mm synergy was advanced with difficulty and deployed and a distal edge dissection was noted. The patient experienced chest pain. The dissection was sealed with another stent and the procedure was completed. The patient was stable and fully recovered.